Event description:
The customer reported that an 840 ventilator was giving inaccurate oxygen readings and no reading alarm. No pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the oxygen sensor. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).